Event description:
It was reported the patient had ataxia. The patient was in-patient at the hospital with ataxia and they were trying to figure out if something was going on with the implantable neurostimulator (ins) that was causing the ataxia. The patient was to have an MRI of their head and brain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v475750, implanted: (B)(6) 2010, product type lead. (B)(4).